Event description:
The customer used lunette cup for the first time and couldn't remove it after 36 hours. The customer contacted us for the removal support, we tried removing the cup together with our instructions for four hours, but as a customer was not able, we required them to go to a healthcare professional. The customer had model 2, and the cup might have been too big as they got it as a gift and not by selecting their size. The cup had travelled high in the vaginal canal, and the customer couldn't break the seal. They visited the doctor to get the cup removed. The customer had little nausea but no other symptoms of infection. They did not have a blood test taken. As a precaution, they took probiotics for a few days after the doctor got the cup out and didn't appear to have an infection or physical damage, but of course, shaken by the event, but still optimistic in all the conversations. We sent them a smaller replacement cup and additional instructions on correct use and removal.